Event description:
A patient underwent a atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab identified a hemostatic valve separation. It was initially reported that while setting up for the case, they experienced a lot of resistance while pushing the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was no occlusion when irrigating the sheath. The sheath did not appear to be narrowed, partially blocked or completely blocked, the dilator only enters half way and can¿t go past that point. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issue was resolved. There was no patient consequence. The customer¿s reported issue of resistance with the sheath is not an MDR reportable malfunction since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. On 6-jun-2022, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve was found dislodged inside the hub component. This finding was reviewed and determined to be an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 6-jun-2022 and reassessed it as MDR reportable.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A dilator was inserted in order to verify if there was resistance. However, no resistance or obstruction was felt. Resistance reported could be related to hemostatic valve dislodgement. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).